Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis nurse reported the patient observed a fluid leak during trouble shooting of an alarm on the liberty select. The fluid was observed in the cassette housing. The source of the leak could not be confirmed. The patient was advised by the nurse to discontinue use of the cycler and to perform continuous ambulatory peritoneal dialysis. Follow up with the patient¿s peritoneal dialysis nurse indicates that the patient did not have or experience any complications as a result of the alleged event. The patient resumed treatment on the replacement cycler with no complications. The cycler set was discarded.

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."